Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc device did not power on with button press or cable insertion. Due to this, customer was unable to monitor glucose and experienced symptoms of shaking, unable to communicate, and seizure. A non-healthcare professional administered glucose injection for treatment. There was no report of death or permanent injury associated with this event.